Event description:
Injection site was in use with a central line. When the nurse checked on the pt she found that the top of the injection site was absent. She was unable to find the missing cap/septum assembly, no pt injury was reported.